Event description:
It was reported unable to make adjustment both with or without antenna attached. Noticed a week ago when he first tried to check device. A loss of therapeutic effect was reported that could have started a couple weeks ago. The healthcare provider thinks it was a sudden change, doesn't think that the patient realized the change. The patient has not had ins(stimulator) checked at hcp (healthcare provider) office since implant. Healthcare provider was to provide update afterwards. Additional information could not be obtained at the time of the report. Should additional be received a supplement report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v386942, implanted: (B)(6) 2010, product type: lead. (B)(4).